Manufacturer narrative:
The customer stated that they had already changed the electrodes, the tubing, the reagents and the sample probe and extra maintenance was performed but the issue persisted. A beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse replaced all four buffer valves for cell 1 and 2 and replaced the wash syringe. As part of troubleshooting, the fse also replaced both buffer syringes, ise sample syringe and cleaned both cell 1 and cell 2. No further issues were reported by the customer. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high results for ion selective electrode (ise), including sodium (na) and potassium (k), for two (2) patient samples on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.